Event description:
After medical review on the f/u rec¿d on (B)(4) 2012 of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company¿s new device reporting tree. Initial info for this unsolicited non-serious report ((B)(4)) was rec¿d on (B)(4) 2012 from a physician via a sales rep. This case involves a (B)(6) female pt who rec¿d injection 2 times with poly-l-lactic acid (sculptra) on (B)(6) 2007 (lot number unk) for an unk indication. The first injection sites were marionette lines (both cheeks), zygomatics and chin and the second injection sites was the same injection sites plus right temple in addition. In (B)(6) 2008, the pt presented at the office and results were ¿very good¿. On (B)(6) 2008, the pt presented again at the office with 1-2 very firm, non-visible, but palpable nodules at the left cheek (at the site of poly-l-lactic acid injection) which had started ¿before 3 weeks¿ (in (B)(6) 2008). The nodules were not inflamed nor painful, thus it did not necessitate any medical intervention. The physician asked the pt to observe nodules, but not to manipulate them. On (B)(6) 2009, nodules due to poly-l-lactic acid had decreased but were still persisting and the nodules due to poly-l-lactic acid were ¿almost gone¿ per the physician at the time of this reporting ((B)(4)2012). The physician indicated that nodules due to poly-l-lactic acid injections were decreasing progressively and they were never treated. The pt rec¿d 6 injections (one per yr) of polymethylmethacrylate (artecoll) 0.5 ml in the lips, nasolabial folds and oral commissures between yr 1999 to 2006 for unk indication and on (B)(6) 2009, the pt consulted the physician for diffuse edema w/o nodularity at one of polymethylmethacrylate injection site in the upper lip that started ¿since 2 months¿. Per the physician, ¿polymethylmethacrylate was palpable along the lip¿. The pt was prescribed clarithromycin (biaxin), cetirizine (reactine) and triamcinolone (kenalog). On (B)(6) 2009, here was 30% decrease in edema. Laser treatment with pulsed, yellow color and small intensity had been performed. On (B)(6) 2009, there were 7-8 nodules on upper lips with induration of the nasolabial fold and right oral commissure. Triamcinolone was injected into nodules in upper lip. An improvement had been noticed, but same nodules re-increased in size 2 weeks later and triamcinolone had been re-injected on (B)(6) 2009. On (B)(6) 2009, biopsy was performed in on nodule (results not provided). On (B)(6) 2009, cortisone had been re-jected. On (B)(6) 2009, triamcinolone was re-injected. After each treatment, there was only a temporary decrease in the nodular size. The physician also noted firmness at the glabella where polymethylmethacrylate had been injected and that nodules were granulomatous. In (B)(6) 2009 until (B)(6) 2010, pt was treated with triamcinolone alone or mixed with 5-fluorouracil and hyaluronidase and there was no real added value when triamcinolone was mixed with 5-fluorouracil or hyaluronidase compared to triamcinolone alone. In (B)(6) 2010, another laser treatment (long-pulsed yag laser) was applied. This had positive effect on nodules but resulted in a blister on inferior lip (left side). The pt was afterwards referred to a plastic surgeon for a fiber optic laser treatment (to melt nodules) but treatment was unsuccessful since nodules were ¿hard¿. From (B)(6) 2010, treatment was continued alternatively with triamcinolone and laser at approx one month intervals. In (B)(6) 2010, a clear improvement has been noticed on upper lip. Treatment continued from (B)(6) 2011 with triamcinolone alone. In (B)(6) 2011, fiber optic laser was applied resulting in improvement on lower lip. In (B)(6) 2011, nodules on left side on the upper lip improved, while those on right side persisted. The nodules were approx 5 mm in size. In (B)(6) 2011, two nodules were persisted on the right side. In (B)(6) 2011, nodules were not clearly visible, but pt was not satisfied. So treatment (nos) continued from (B)(6) 2011 until (B)(6) 2012. On (B)(6) 2012, the pt was treated with triamcinolone and ¿perfecta¿. At the time of the report, pt had scar due to biopsy, a fistula (lower lip) (partly due to an overheating of the laser which pierced the skin) that necessitated antibiotic prescription and two nodule (inflamed) appearing as white bumps on each side of the biopsy point at the upper lip. No concomitant medications were provided. Action taken: not applicable. Outcome: recovering. Rptr¿s causal assessment: not provided. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). Ptc investigation results provided as following: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches (semi-finished product code (B)(4)) available on the (B)(4) market during 2008 was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch (B)(4). The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since anagni is not responsible for medical evals, we reserve to close this complaint as ¿no conclusion possible¿. Conclusion: no investigation possible. Add¿l info rec¿d on (B)(4) 2012 were processed together: ptc investigation result and global ptc number added. Add¿l info rec¿d on (B)(4) 2012 by physician: after medical review on this f/u, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company¿s new device reporting tree. Pt age, sculptra given dates and sites provided. Nodules due to sculptra progress detail added and outcome updated from unk to recovering. Detail on nodules due to anticoll added with detailed corrective treatment and outcome.

Manufacturer narrative:
Pharmacovigilance comment: nodules are considered a common listed event for poly-l-lactic acid. Most events of this nature resolved spontaneously over time. These events are typically cosmetic concern and not a major medical issue that would result in permanent disability, a life threatening condition, or fatal injury.